Manufacturer narrative:
Initial information indicated that the patient expired however further details were provided to philips on (B)(6) that the patient actually did not expire and instead suffered no injury and required no emergent care as a result of a non sustained vtach event. There was in fact no delay of care for the patient.

Event description:
The customer reported that a telemetry patient had a vtach event on (B)(6) 2017 but staff were not certain that an alarm was provided at the central. The patient was initially indicated to have expired however further details were provided to indicate that the patient did not expire and did not actually require clinical remediation or urgent care to manage what was in fact a non sustained vtach event. It is not known if use of the device may have been a factor in this event. There was in fact no delay of care for the patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a telemetry patient had a vtach event on (B)(6) 2017 but staff were not certain that an alarm was provided at the central. The patient expired. It is not known if use of the device may have been a factor in this event.